Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report # 2916596-2018-01650. This report is being submitted as additional information approximate age of device- 1 year and 1 month. Manufacturer's investigation conclusion: the pump was not returned for evaluation. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient received a heart transplant on (B)(6) 2018. The patient was listed as status 1a due to gastrointestinal bleeding. Further information was requested but not provided.